Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent dislodged and remains in the patient. Device issue: stent dislodgement. It was reported that the cardiac stent was improperly deployed during the procedure on a male patient. The stent was lost in vasculature and located the next day. The attempts to snare the dislodged stent were unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
.